Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding. The customer stated that the device would pass calibration, be ok for a while, and then begin to drift after a few hours. The rse provided to the customer replacement part information for the touchscreen. This investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted to obtain confirmation of the part replacement and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: the device was reported to be outside of use at the time of the reported problem. No patient harm reported.